Event description:
It was reported that the patient received multiple inappropriate therapies. Stored egms revealed noise on both ventricular and atrial channels. During revision, insulation abrasions were noted. The patient was in stable condition following surgery.

Manufacturer narrative:
Insulation and conductor damage were noted at 31.4-32.5cm from the connector pin consistent with clavicle crush damage. The sensing and svc conductor etfe coating were abraded. This is consistent with the observation from the field of noise.